Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented into the or for a normal eri device change out. Externalized conductors were observed on the lead. No electrical anomalies were detected. The lead was capped. Patient is doing fine.